Manufacturer narrative:
Patient and product information were not provided. The manufacture date could not be determined.

Event description:
The advocate reported her friend, the customer, uses bayer glucose monitors and he was rushed to the hospital with a blood sugar of 18. Both monitors he was using read his blood as 218mg/dl. Further information was not provided. Assuming the readings were taken within 10 minutes, the difference between them falls in the "e" zone of the consensus error grid, making the difference clinically significant. Product was not expected to be returned or replaced.